Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin flow is blocked during bolus and fixed prime. The customer stated that the insulin pump alarms no delivery. The customer's blood glucose level was 313 mg/dl. The customer was advised to revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.

Manufacturer narrative:
The insulin passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarms noted. However, the insulin pump was received with minor scratched lcd window and case.